Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a system shut down during quadrant removal of a cataract surgery. The surgery was finished using a second system in another theatre. There was no patient harm. No system message was displayed.

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was not replicated. The system was found to have functioned as intended. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).